Manufacturer narrative:
Unit received with missing/detached end cap, scratched around casing, damage electronic assembly and damage motor assembly.

Event description:
Customer reported via phone call that their insulin pump was dropped and run over. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The device will be returned for analysis.